Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed, and was found to be use related. The implicated and returned product was a 2 fr s/l perqcath catheter. The catheter measured 30.5 cm distal to the silicone sleeve. No use residue was observed on the sample. The stylet was returned within the catheter with the flushing connector attached. Numerous leaks were observed between 2.5 and 4.5 cm of the distal to the molded bifurcation wing. Microscopic examination showed numerous cuts and holes on the catheter surface. Blood residue was observed on most of the length of the catheter. The catheter was cut in order to see the inner surface of the catheter. The inner surface showed significant catheter damage. The surface of the cuts was granular. Portions of the inner surface showed scratches in the catheter that did not appear to penetrate to the surface of the catheter. The damage observed is consistent with stylet-caused damage. Stylet damage can occur by failing to flush the catheter adequately before removing the stylet, grasping the catheter while removing the stylet, or from manipulating the catheter excessively with the stylet inside. The instructions for use advise: ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when testing the device with saline, a leak was found at 25cm. Another device was used to complete the procedure. On (B)(6) 2016: the engineer investigating the sample revealed use residue, therefore this device was used on a patient.